Event description:
It was reported that the patient was unable to start the therapy session. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all left-lead electrodes were out of range (oor)? High impedance failure. The patient underwent revision surgery to replace the left lead. The entire left lead was removed, and a new lead was implanted without complications. The post-initial implant imaging was reviewed, and the oor was likely due to the lateral entry point in fascia.

Manufacturer narrative:
Mml# (B)(4).